Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received for evaluation. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2016-00063,2030404-2016-00039, 2030404-2016-00040. Two hours after the transseptal puncture, a pericardial effusion was noted. The effusion was confirmed by ultrasound; however, it is unknown what device attributed to the effusion. A pericardiocentesis was performed and the patient was stabilized. There were no performance issues with any sjm device.